Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the right atrial lead exhibited noise episodes. The source of noise was unknown. No intervention was performed. The patient was stable throughout the event and will continue to be monitored normally.